Event description:
Omnipod insulin pod failed and alarmed during use at 2:13 pm on date in question. Pod's life expectancy is 72 hrs; however, device failed after approximately 31 hrs of use. Error code 19-052-0000-00148. (Same pt as mw5019525 and mw5019526.)